Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿patient came into hallway to notify nurse that her arsenic infusion was complete one hour early. Nurse hung medication at 60ml/hr for 120ml total administration volume. Patient stated "I feel fine" tiger text message sent to dr. Pump removed from service. Nurse manager notified. No noted harm." There was patient involvement but no harm.

Manufacturer narrative:
Additional information : imdrf annex a and g codes.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿patient came into hallway to notify nurse that her arsenic infusion was complete one hour early. Nurse hung medication at 60ml/hr for 120ml total administration volume. Patient stated "I feel fine" tiger text message sent to dr. Pump removed from service. Nurse manager notified. No noted harm." There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.